Event description:
The user facility reported that the sheath was reported via and inventory coordinator as a leaky sheath. No patient harm was reported due to this difficulty. The blood loss was less than 250cc's. The procedure was a left heart catheterization. Additional information was received on 05mar2025: the check valve of the sheath was leaking. The lab described that it was most likely a 5 french terumo tig catheter as the sole device through the valve of the sheath. It was unknown what was done to resolve the leakage.

Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for device leakage as the sample was not returned for investigation. Therefore, the exact root cause cannot be determined. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. No previous corrective actions and preventive actions (capas) or non-conformances (ncs) have been noted for this issue in the past 12 months.